Event description:
Patient reported obtaining a blood glucose result of 584 mg/dl, while using the suspect device. Based on this result, patient reportedly phoned physician, who then phoned emergency medical services on patient's behalf. Patient stated that, upon their arrival 5 minutes later, blood glucose was retested on paramedics' device with a result of 101 mg/dl. Paramedic reportedly advised patient that blood pressure was elevated (230/180). Patient was subsequently transported to the hospital for further evaluation. Patient indicated that she does not recall having received any treatment at the hospital. While on the line with technical support, a level-one control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.